Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead failed to advance over the stylet. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event was due to the over torqued inner coil consistent with procedural damage.